Event description:
It was reported that during a penile curvature correction procedure under spinal anesthesia, the display values on the generator suddenly disappeared, and unit was unable to function properly. The patient's surgical wound began to bleed, and hemostasis could not be achieved at the site. Gauze compression was applied to control the bleeding. The device was shut down and restarted, and after confirming normal function, the surgery continued. Later in the procedure, the electrosurgical pen suddenly sparked, causing further damage to normal tissue and a change in the skin color of the affected area. The area was examined and treated intraoperatively. The electrosurgical device was replaced to continue the operation. After surgery, the surgical site was closely monitored, and the high-frequency electrosurgical generator was sent back to the manufacturer for repair. The event was attributed to a malfunction inside the generator, including an unclear display and a sudden surge of high-frequency current.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.